Manufacturer narrative:
Correction: related manufacturer reference number should have been 1627487-2019-12132 rather than 1627487-2019-12039.

Event description:
Related manufacturer reference number should have been 1627487-2019-12132 rather than 1627487-2019-12039.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12031. Related manufacturer reference number: 1627487-2019-12033. Related manufacturer reference number: 1627487-2019-12034. Related manufacturer reference number: 1627487-2019-12036. Related manufacturer reference number: 1627487-2019-12037. Related manufacturer reference number: 1627487-2019-12039. It was reported infection was present at the ipg site and lead site. In turn, surgical intervention was undertaken wherein the entire dbs system was explanted. This addressed the issue.